Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found that partial lead was returned. The insulation was abraded which exposed the outer coil at 11.8 cm - 11.9 cm from the connector pin. The abrasion was consistent with constant friction to the can. (B)(6). (B)(4).